Event description:
During surgery, it had not been possible to put the 5.5mm screw sheath into the appropriate holes of the instrument. The two marked holes are too small. A guided drill and locking of screw had not been possible. Forty-five minute delay to surgery was reported.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint databases did not show any other reports against the product and lot combination with regards to the reported event. The investigation could not draw any conclusions about the reported event however heavy usage overtime or misuse can be attributed to the reported event. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.